Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 5f 25cm non bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. After crossing the lesion with a non bsc guide wire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. There was no kink nor resistance encountered during the procedure; however, on the first inflation with unspecified atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 1.5mm non bsc balloon catheter. No patient complications were reported and the patients¿ status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with a coyote es pouch and a hoop. The batch number on the packaging and device matched the reported batch number. The catheter was tactilely and visually inspected; there was blood in the inflation lumen and in the balloon. The balloon and shaft were inspected under magnification. There was a balloon pinhole over the markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained using a 5f 25cm non bsc introducer sheath. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. After crossing the lesion with a non bsc guide wire, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. There was no kink nor resistance encountered during the procedure; however, on the first inflation with unspecified atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a 1.5mm non bsc balloon catheter. No patient complications were reported and the patients¿ status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).